Event description:
It was reported that during a photoselective vaporization procedure of the prostate, excessive usage message came up and there was no energy being emitted after 29,203 joules of use and 6:30 minutes. The customer tried to clean the fiber tip by wiping internally, however the fiber tip broke. The procedure was completed with a second fiber without patient complications.